Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, forward firing was observed during use of the fiber. A second fiber was utilized to complete the case. The patient was reported to be "ok".

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, flashing while vaporizing and forward firing were observed at 38,608j and 05:14 minutes of fiber use. A second fiber was utilized to complete the case. The patient was reported to be "ok".

Manufacturer narrative:
Analysis of the device revealed the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing the glass cap exhibits moderate devitrification at output window. The metal cap exhibits moderate detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. The probable cause of the failure is heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. An evaluation conclusion code will be assigned to this investigation.